Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. We were unable to test for no delivery alarms due to no button response.

Event description:
It was reported via phone that the insulin pump alarmed no delivery. Customer stated the insulin pump alarmed during bolus. Customer's blood glucose was 114mg/dl. Customer stated they do not have a backup plan. Customer reconnected and pump alarmed another no delivery alarm. Customer also stated her keypad is not working properly. Advised customer to discontinue the use of the pump and revert to back up plan.